Event description:
Pt experienced "wet" injections on 04/24/2000. At the time of injection, blood glucose was over 400. The next morning pt's blood glucose level was over 550. Pt was feeling ill and vomiting. Pt was admitted to the hosp for two days to establish pt's blood sugar. Pt subsequently used the device on the 25th and 26th with no problems.